Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and noise oversensing due to suspected electrode fracture. The system was tested in clinic with isometrics. Noise was unable to be reproduced. The system was reprogrammed to the secondary vector to mitigate further oversensing. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave and noise oversensing due to suspected electrode fracture. The system was tested in clinic with isometrics. Noise was unable to be reproduced. The system was reprogrammed to the secondary vector to mitigate further oversensing. Additional information was received that a scheduled revision procedure was completed. Once, the pocket was opened, the s-ICD was noted to have migrated and moving freely in the pocket. The physician sutured the device back in the device pocket. This system remains in service. No additional adverse patient effects were reported.